Event description:
Pt reported the infusion device automatically goes into stop mode and this issue has occurred twice. Pt stated in (B)(6) 2012; date is unk, around 4 am he woke up with a blood glucose level of 300 mg/dl and felt sick. Pt reported he was able to get his blood glucose level under control by himself. Pt's normal blood glucose level was not provided. Pt stated he noticed the infusion device lost the time settings and he restarted the infusion device. Pt reported on (B)(6) 2012 around 9 am, he experienced the same issue. Pt's blood glucose level is currently okay. Pt stated he started the infusion device and noticed the device had lost the time settings. No further device and noticed the device had lost the time settings. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.